Event description:
It was reported that the ICU nurse observed that the patient's bed was covered with blood. There was no intervention prior to this discovery. Reportedly, the introducer sheath broke off the introducer valve during use. It was further reported that it was observed that the introducer had severed into two pieces. The sheath was recovered without surgical intervention; however, the pt was taken to radiology to have another pacing catheter placed.

Manufacturer narrative:
It was observed that the touhy borst type introducer was returned for examination with a non-edwards catheter. Our examination found that the soft hub of the introducer appeared to have broken off at the distal edge of the suture loop. Further observation revealed that there were small cracks on the inside of the surface of the hub. The distal section of the hub and sheath were not returned for evaluation.